Event description:
Consumer reported complaint for error message (e-3). Customer advised that she is feeling nauseated but declined the need for any medical intervention at the time of the call. The test strip lot manufacturer¿s expiration date is 03/17/2026 and open vial date was not provided. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: test strip lot number zc5775s, test strip lot manufacturer¿s expiration date is 02/22/2026, open vial date is (B)(6) 2024. During the call, a blood test was performed by the customer fasting and produced test result of 135 mg/dl using true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: nausea. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.